Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 for a gila regional infection. The patient had bcx (blood culture) x2 done ntd. On (B)(6) 2020 the patients had blood cultures x2 done with no growth. (B)(6) 2019: started on bactrim on (B)(6) 2019; transitioned to vanco and zosyn, then switched to ceftriaxone and rifampin per infectious disease (ID) on (B)(6) 2019.the vad coordinator contacted ID again at the day of discharge and he recommended doxycycline for 14 days, also close ID follow-up. It was reported that the source of the infection was the driveline. Symptoms included drainage from abscess, fever up to 104, fatigue, redness and pain at site.